Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient called to report loss of therapy. Further questioning revealed that they had not been consistently recharger their battery. The patient called last month with the same problem and would not charge regularly despite repeated recommendations to do so. The patient also reported speech and balance issues when the battery was charged and turned back on. The patient had been recommended to see a programming physician last month for an adjustment of settings. The patient did not do so, and the issue was not resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient called the rep and stated that they had not been charging their rc and experienced loss of therapy. They charged the battery and felt a ¿jolt¿ when therapy resumed with charging. The patient increased settings for therapy to help control their tremors but did not know how much they had increased settings. They said they felt worse with higher settings, and thought they returned to original settings but admitted they didn¿t know what they were. It was recommended to charge daily and set up a time with a neurologist. There were no further complications reported.